Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "not able to connect vitrector to the console" (fitting problem). A nurse reported during an unplanned anterior vitrectomy, the nurse was not able to connect the vitrector to the console. The console was switched out with another to complete the case. The tray arm was also broken. The nurse confirmed a pc tear occurred.

Manufacturer narrative:
Although a component has been returned, the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).